Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned five (5) loose 31g x 8 mm, 0.3 ml bd insulin syringes. Consumer reported the plungers stick, and worse than that, the needles are bent and blunt. All five returned samples were examined, and no apparent issues were observed. Each syringe was tested for plunger rod movement, and no issues were observed. All five samples were then tested for point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 31g cannula: 0.0100¿- 0.0105¿): data: point, outer diameter (in.), lube. Sample 1 good, 0.0103, good, sample 2 good, 0.0103, good, sample 3 good, 0.0103, good, sample 4 good, 0.0104, good, sample 5 good, 0.0103, good. As no manufacturing defects were observed on the returned samples the alleged issues could not be confirmed. A review of the device history record was completed for batch# 8260795. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for dry barrels. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed.

Event description:
It was reported that a difficult plunger occurred during use with a syringe 0.3 ml 31g 8 mm whole unit 10bg 500. The following information was provided by the initial reporter, "I have used your 0.3 ml 31 g insulin needles for over a decade. I inject botox, and your needles have been the only product that I have used, and have recommended to hundreds of other injectors. I inject on average 65,000 units of botox a year. I also teach for allergan, the makers of botox, and recommend your product to my students. I continued to buy your product, even though it was more expensive than the knock off brands, because I wanted the high quality that I had received. Lately (the last year or so) I have noticed that the quality of the needles has deteriorated. The plungers stick, and worse than that, the needles are bent and blunt. It is affecting my patient experience because the injections hurt now. I belong to an advanced injectors forum and everyone chimed in and stated that they have noticed the change as well. What happened? I am not sure that my concerns will be addressed or even be cause for concern to your company. However, I would love to continue using bd needles, as would my colleagues. Would someone be available to speak to me?"